Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise and rising impedance. The physician suspected that the submuscular placement of the lead might have produced unneeded stress on the lead. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received that this patient underwent an extraction procedure for this ra lead and right ventricular (rv) lead due to a nickel allergy and for the ability to undergo a magnetic resonance imaging (MRI). This patients chest was opened in order to repair a tear to the superior vena cava and cardiac tamponade. Their abdomen was also opened up due to swelling in the stomach and blood not perfuming optimally. These leads were not successfully extracted as partial leads remained in the rv. The field representative noted that the leads had lots of binding. The fragments that were extracted were discarded so return is not expected. Subsequently, this patient passed away 4 days after this extraction procedure.

Manufacturer narrative:
Correction to mo/sn from (B)(6) and complaint summary context from right atrial (ra) lead to right ventricular (rv) lead.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise and rising impedance. The physician suspected that the submuscular placement of the lead might have produced unneeded stress on the lead. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received that this patient underwent an extraction procedure for this rv lead due to a nickel allergy and for the ability to undergo a magnetic resonance imaging (MRI). This patients' chest was opened in order to repair a tear to the superior vena cava and cardiac tamponade. Their abdomen was also opened up due to swelling in the stomach and blood not perfuming optimally. These leads were not successfully extracted as partial leads remained in the rv. The field representative noted that the leads had lots of binding. The fragments that were extracted were discarded so return is not expected. Subsequently, this patient passed away 4 days after this extraction procedure.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise and rising impedance. The physician suspected that the submuscular placement of the lead might have produced unneeded stress on the lead. This lead was successfully replaced. No additional adverse patient effects were reported.